Event description:
A malfunction alarm, specifically alarm 20, was reported on the pump during insulin pumping. There was no adverse impact to the customer's blood glucose level. The customer worked with technical support to load a new cartridge, but the cartridge alarm recurred, leading to the decision to replace the pump. The new pump was covered under warranty, and the customer was advised to use manual insulin injections (mdi) as a backup therapy. Technical support confirmed the shipping address for the replacement and instructed the customer on how to put the faulty pump into storage mode before returning it with a prepaid label. The customer understood and acknowledged all instructions.